Event description:
It was reported that the device was loose and leaking. The operator of the device was the lay user or patient. No patient harm or no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Manufacturer narrative:
A1 - updated. D3 d4 and d8 - updated. H3 and h6 ¿ updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. The device history file was reviewed. There were no non-conformities were identified that may have contributed to the reported complaint. If the product is returned, this complaint will be reopened for further investigation.